Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
Per report, 3 months after the deployment of a 23mm sapien xt valve it was observed that the xt valve had migrated into the left ventricle outflow track (lvot). The patient was brought back to the or to do another tavr for a second valve. A second 23mm sapien xt valve was placed successfully, however the team still felt the final placement was too low. A third 23mm sapien xt valve was placed which embolized into the aorta. After many failed attempts to drag down to descending aorta with a balloon they decided to implant a non-edwards bioprosthesis. They were able to push the third valve into the annulus with non-edwards delivery system and deploy the non-edwards valve over the 3 sapien xt valves. The patient is doing well, no complications resulted from this.

Manufacturer narrative:
(B)(4). This is one of 3 reports for this case, please reference manufacturer reports no. This report is regarding the reported xt valve migration to the lvot. Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this particular case, the cause of the reported xt valve migration to the lvot cannot be determined. Despite multiple investigational attempts, it was not possible to obtain additional details regarding the event. It is unknown if the event was related to the xt valve position, procedural complications or patient anatomy, as no additional details and/or images were provided by the facility. A supplemental report will be submitted in accordance with 21 cfr 803.56 when additional and if information becomes available. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.